Event description:
This event is reportable based on the device received on 02/25/2009. The 3.50x24mm taxus liberte drug-eluting stent (des) was received along with the device for mfg# 2134265-2009-00921. Product analysis revealed that the 3.50x24mm taxus des had stent damage. Per follow up with the site, this product was not used during the procedure for mfg# 2134265-2009-00921. No further info was available.

Manufacturer narrative:
Visual examination of the returned device revealed damage throughout the stent. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing records shows that the device met material, assembly and product specifications. The most probable root cause of this event can be attributed to operational context.